Manufacturer narrative:
Additional information: lot manufactured between april 11, 2019 and april 12, 2019. One (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak from the additive port weld in back of the bag was identified. Magnified inspection revealed a small tear/hole in the additive port weld in back of the bag where the leak had occurred. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the unspecified location. The leak was discovered during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.